Event description:
Patient had abbott leadless atrial only pacemaker (B)(6) 2024, then revision with removal of atrial device and reimplantation of new atrial device and new ventricular device for heart block. Patient developed increasing chest pain and sob (shortness of breath) reaching class 4 heart failure symptoms and found to have severe pericardial tamponade on (B)(6) 2024. Required emergent pericardiocentesis. Developed dressler's syndrome requiring steroids after no response to colchicine and nsaid. Then effusion started to increase so had to have both devices removed (B)(6) 2024. Had standard device with left bundle pacing. Currently on high dose prednisone (60mg per day) for persistent dressler's syndrome. A 3cm or greater pericardial effusion with evidence of severe tamponade with rv collapse. Ref report: mw5161048.